Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0urdz, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had an issue with the ins pocket area being very loose and the leads getting messed up because of that as well. The patient reported that the ins came out of the pocket muscle area of her upper hip and the ins was moving around in the general area. It was indicated that the patient had lost about 50 lbs which was the reason why the ins pocket became loose. The patient had a full system explant and had another system put in on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.